Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 8 synergy drug-eluting stent was advanced for treatment. However, on the second attempt to cross the lesion, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported.